Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm volume and vibration were too low and the customer was unable to hear the safety alert when their blood glucose level lowered. The customer's blood glucose level was approximately 25 mg/dl and a they experienced a seizure. Reportedly, the customer required assistance consuming carbohydrates and emergency services were called who monitored the patient which resolved the issue. The customer continued to use the pump for insulin therapy.